Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. The device powered on but did not operate as it should. During the evaluation of the device at the manufacturer's service center a critical error code was observed. The device's blower impeller will not rotate. The device's blower should be replaced to address the issue. No repair was performed. The unit is not needed for inventory, and it will be scrapped.